Manufacturer narrative:
Stryker evaluated the device and duplicated the reported issues. Stryker replaced the device's system and therapy boards to resolve the reported issue, however, the issues still occurred. Stryker scrapped the device and the customer received a replacement. A root cause was not established.

Event description:
The customer contacted stryker to report that their device would not charge when the charge button was pressed. In addition, during evaluation it was found that the device was not completing start up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.